Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was pre-dilated with a maverick balloon, unknown size. The physician attempted to place a liberte 3.0x20 mm bare metal stent to the distal circumflex (cx) artery, but was unable to cross the lesion. "It was a small difficult vessel." Upon removal of the stent, it was noted that the stent to struts looked frayed. The physician pre-dilated again with a maverick balloon, unknown size, and crossed with a new liberte. No patient complications occurred. Patient status post procedure is noted as "fine".